Event description:
The pt felt that the point of her stimulation had moved lower. An x-ray taken approx. 6 months later showed that the lead had migrated out of the epidural space. The lead was replaced. The hcp discovered that the lead coating was torn near the contacts 'in the extension side'. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
The lead has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.